Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.50 x 12mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the distal end of the stent were lifted from their crimped positions and pulled distally. The undamaged stent od (outer diameter) was measured using snap gauge and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 13-jul-2021. It was reported that crossing difficulties were encountered. The target lesion was located in the calcified mid left anterior descending artery. A 2.50 x 12mm synergy xd drug eluting stent was advanced for treatment. However, the device failed to cross the lesion due to calcification. The procedure was completed with another of the same device. There were no patient complications reported. The patient status was stable. However, returned device analysis revealed stent damage.